Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on november 10, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report, november 10, 2016.